Event description:
On (B)(4) 2012, intuitive surgical received uf/importer report (B)(4) from the FDA. The event details are provided below: during robotic procedure, surgeon was using the precise bipolar. While in use he noticed that instrument was sparking at the tips. There was no harm to the patient. Instrument was immediately withdrawn and sequestered.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the tip of the maryland bipolar forceps instrument broke off and fell into the patient. The broken instrument piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the instrument was returned with one grip jaw broken at distal clevis at the grip base. No damage was found on the yaw pulley. Engineering concluded that the damage was likely due to excess force applied to the jaw. The cable and wire do not exhibit any damage. The instruments and accessories user manual specifically states: general precautions and warnings: handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip. On (B)(6) 2012, isi contacted (B)(6) (initial reporter) at (B)(6) in (B)(6). (B)(6) indicated that the maryland bipolar forceps instrument broke when the surgeon began using it. (B)(6) indicated that there is no video recording of the planned surgical procedure available and the instrument did not make contact with any other instrument during the surgical procedure. (B)(6) indicated that no additional surgical procedure was required to remove the broken instrument piece.

Manufacturer narrative:
The instrument has not been returned for evaluation, therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post engineering evaluation) or if additional information is received. On (B)(6) 2012, isi contacted (B)(6) and she indicated that the patient has not returned to the hospital due to experiencing any post surgical complications as a result of the reported event.